Event description:
The complainant alleged that during a biomed's routine testing of the device it intermittently would not charge and displayed an "error 44" message. The complainant indicated there was no pt involvement with this reported incident.